Manufacturer narrative:
Healthtronics clinical education specialist will be going to (B)(6) to perform the repair and to conduct re-training of the staff at the facility. It has been determined by the distributor, gas supplier, and hospital staff that the gauge was not properly secured to the tank. Therefore, it was not an equipment failure, but user error.

Event description:
During the preparation of the o.r, but prior to the patient being brought in, as the argon tank tap was opened, the pressure regulator manifold was expelled violently! The people in the room heard a loud "bang" and saw the manifold fly across the room. The operator assured me of having correctly placed and tightened (by hand then a quarter turn with the wrench) the manifold. Visually the threads on the tank and the manifold connection seem intact! " the intervention was able to be carried out using just the one remaining bottle of argon.